Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high impedance was noted on the right ventricular lead. During the revision procedure, high impedance and high thresholds were noted after the replacement lead was connected to the device; however, analyzer measurements were noted to be okay. The physician decided to replace the device. After connecting the new device to the new lead, all measurements were noted to be okay. The chronic lead was capped and replaced and the device was explanted and replaced. No patient complications have been reported as a result of this event.